Event description:
After taking the syringe out of the package, a crack on the connector was found while the syringe was filled with saline solution. Another syringe was used for the procedure, and complaint product was not clinically used. The procedure was completed successfully.

Manufacturer narrative:
All the products were new and product was stored according to IFU guidelines (dark and cool place). Prior to removing and utilizing, the product was undamaged (including outer/inner package). All the products were prep according to IFU guidelines. The product was received for analysis, but the assessment has not been completed. Add'l info will be submitted within 30 days upon receipt.